Event description:
The customer reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter, and leaving it plugged into a working outlet for 30 minutes. There was no adverse impact to the customer¿s blood glucose level as no specific effects were reported. The customer reverted to an alternative method for insulin therapy.